Event description:
Patient had a distal femoral replacement implanted in 1995 which was revised in 2007.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown distal femoral component. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.